Manufacturer narrative:
The hospital where the procedure took place is unknown, however, the patient reportedly lives in (B)(6).

Event description:
It was reported to boston scientific corporation that a patient underwent a surgical procedure on (B)(6), 2006 that may have included an obtryx halo mid-urethral sling system. According to the complainant, following the procedure, the patient suffered serious bodily injuries, including erosion of internal bodily tissues. The exact nature of all bodily injuries is unknown. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown and reportedly unavailable.